Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding the customer¿s hypoglycemia and passing from the attorney of the family. The information received on july 7, 2020 stated the following - reporter alleges: the customer was using a medtronic minimed (paradigm pump). On or about the (B)(6) 2019, the customer's next of kin stated through an attorney that the customer had hypoglycemia with seizures, acute metabolic encephalopathy, and death. The customer was last known to be alive on (B)(6) 2019 when his son contacted medtronic about a pump return. No further information was provided.